Manufacturer narrative:
Investigation: in response to the event reported by your facility a device history review was conducted for lot number 8254691. Our records show that there is a trend for leakage occurring in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. CAPA#(B)(4) was initiated.

Event description:
It was reported that the bd connecta¿ stopcock leaked during use. The following information was provided by the initial reporter, translated from german to english: "3 ways stopcock leaking."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock leaked during use. The following information was provided by the initial reporter, translated from german to english: "3 ways stopcock leaking".